Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector the following information was received by the initial reporter with the following verbatim. We have had some problems with the bd maxzero needleless connector, have you heard from others who have had problems with these? Now it has happened twice that when connecting a three-way tap to a needle-free connection, it does not work to flush, it is completely clogged. We have also had an episode where blood has leaked from the needle-free connection. The lot number of the ones we have lying here now is: 24026356. But not sure if it is the same lot number on all the connections that there have been problems with.

Manufacturer narrative:
Investigation result: no mz1000 sample was available for investigation, however the customer reported that the affected sample was from lot 24026356 and "when connecting a three-way tap to a needle-free connection, it does not work to flush, it is completely clogged." On a separate occasion "blood has leaked from the needle-free connection". Upon further communication with the customer, the customer confirmed that their experience was as a result of user error with the maxzero being connected "in the wrong end at the cannula". The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24026356 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the customer confirmed that their experience was as a result of the product being incorrectly used, therefore no further investigation was required. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
Additional information: it has been a user fault. They did put the nfc in the wrong end at the cannula,. It now is clear to them how to use.